Event description:
Info received indicates the left head siderail will not latch into the raised position.

Manufacturer narrative:
The technician cleaned the sliding block mechanism to repair the bed.